Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle blood glucose meter. The customer obtained readings of "hi" and 143 mg/dl with a ten minutes timeframe. A "hi" reading indicates a result above 500 mg/dl. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.